Event description:
The customer reported that the ventilator smelled like it was getting hot. Review of the diagnostic report found codes that indicates auxiliary alarm supply failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
See report # 2031642-2017-02275.